Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusion and found to be caused by out of adjustment pressure plate travel which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced an under infusion issue of cyclic total parenteral nutrition bag total volume of 2050ml, the total volume to be infused vtbi 2000ml while the flow rate was 185 ml/hour and 250 ml was the volume left after complete infusion. The event occurred during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.